Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had ventricular fibrillation in surgical recovery. The patient was revived with CPR and external defibrillation. The patient was then moved to ICU. In ICU the right ventricular lead exhibited loss of capture and r wave amplitude variation. The atrial lead exhibited loss of capture and sensing issue. Lead position was noted to be consistent with implant which was confirmed upon chest x-ray. Device was programmed ¿pacing off¿ and a temporary pacing wire was inserted into the right ventricle. Patient passed on (B)(6) 2018. The relation between the device and the death is still unknown.